Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed one opening on the anterior side assessed as fold flaw opening. Additional observations: ¿ crease fold observed on the device. ¿ white particles observed inside the device. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.